Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 9:45am. The patient claimed she manages her diabetes with novolog 70/30 insulin (60 units in the morning and 30 units at night) and novolog insulin (sliding scale). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported her vision was not good and was feeling shaky 10 minutes after the alleged issue began. In response to her symptoms, the patient self-treated with food/drink at 10:05am. Per the cca documentation, the patient did not test on any other blood glucose device. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and the alleged issue did occur after removing/ replacing the battery. The alleged issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.